Event description:
Patient and "social worker" reported on (B)(6) 2010, the infusion device displayed an e4 (occlusion) error. Patient stated she changed the infusion set, then received an e8 (power interrupt) alert and then an e11 (set not primed) alert. Patient reported she changed all of the accessories and then the infusion device functioned okay and did not display another error message. Patient reported an unknown elevated blood glucose on (B)(6) 2010, and a reading of 575 mg/dl. Patient's normal blood glucose is 100-120 mg/dl. Patient stated she took a correction with the pen and disconnected from the infusion device and make ict (intensified conventional insulin therapy). Patient reported the "social worker" was on holiday and the patient was "unsafely". Patient reported on (B)(6) 2010, she used the infusion device for one day and began to have blood glucose problems again. "Social worker" stated she put the infusion device on her secretary and observed the infusion device for one day while it was in run mode. "Social worker" reported no insulin came out of the infusion set. No further information is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.